Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 694965 implantable defib lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noise and an out-of-range high impedance. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.